Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause for not being able to establish recharging was not determined. It was unknown if any actions were taken to resolve the issue or if the issue has been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported MRI compatibility guidelines were requested. The procedure was not due to a problem with the patient¿s device or therapy. It was reported that there was difficulty recharging. The hcp reported the patient needed an MRI of the head/brain but could not activate MRI mode as the controller was displaying cannot find device message (screen 16). Caller reported seeing screen 50, 51, and 15 with no successful recharging. Possibility of a discharged ins was reviewed. The caller was unable to establish recharging. The caller was redirected to the patient¿s managing hcp if the caller is unable to successfully charge the ins. It was noted the patient was non-responsive. No patient symptoms were reported. No further complications were reported/anticipated.